Event description:
It was reported that the patient implanted with this pacemaker developed an infection. Subsequently, the device was explanted. No additional adverse patient effects were reported. The device is not anticipated to be returned.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.